Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter is automatically cycling through the cal code numbers and language menu. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2010 and obtained the following information: the patient stated she tests four times a day for four days a week. The patient manages her diabetes with 54 units of lantus taken twice a day (at breakfast and dinner) and also 35 units of novolog before each meal. The patient specified she will continue to take her insulin regardless of what her blood glucose result is with the subject meter. The patient confirmed that the alleged issue began on (B)(6) 2010 at 2 pm. Reportedly the patient obtained blood glucose results of "300, 287, and 160 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. After the alleged issue began, the patient clarified she continued with her usual diabetes regimen later that afternoon. Before going to bed that evening, that patient reported a blood glucose result of "147 mg/dl"; a result the patient considered to be "normal" and therefore did not take any action in response to the reading. At approximately 2 am on (B)(6) 2010, the patient clarified she woke up feeling sweaty, cold, clammy, dizzy, and had a weak pulse. The patient immediately consumed a full can of soda that her husband had brought to her. The patient soon after tested with the subject meter and obtained a blood glucose result of "50 mg/dl". The patient stated she later got up from bed and ate some crackers and cheese. After obtaining a blood glucose result of "90 mg/dl" with subject meter (at approximately 3 am), the patient stated she returned to bed. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. The csr also noted that the patient followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.